Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient's glenoid was loose due to the bone quality. The surgeon decided to remove the turon implant and replace it with a reverse shoulder prosthesis/monoblock.